Event description:
Customer reported touchscreen of pump was cracked and shattered. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.